Event description:
This customer got a "no shock delivered" message on the first cardioversion attempt. The energy was delivered on the second attempt. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). The customer got a "no shock delivered" message on the first cardioversion attempt. The energy was delivered on the second attempt. There was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.